Event description:
It was reported that during a unknown procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device returned had a cut in the balloon likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with sharp objects or packaging material. The batch history records were reviewed with no anomalies noted.